Manufacturer narrative:
Device is not returning for evaluation as indicated by the customer that it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted. .

Event description:
Customer reported that they partially inserted the intraocular lens (iol) into the patient¿s left eye when they noticed the haptic was bent/broken. The iol was removed, and the procedure was completed with a backup iol of the same model and diopter. The suspect product was discarded. The current patient status is unknown. However, it was reported that the outcome does not significantly interfere with activities of daily life. No further information was provided.